Manufacturer narrative:
(B)(4). Device evaluated by MFR: the pump, effluent/supply line, shaft and tip were microscopically examined and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message occurred during thrombectomy. An avx® thrombectomy set catheter was selected for a thrombectomy procedure. During the procedure, while inside the patient, the device kept giving a "check saline supply" error code. The device was re-started with no resolution. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported there was no patient harm via medwatch # (B)(4).